Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the lens was not received in its original daisy wheel, but it was in a daisy wheel for a different serial number lens. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's left eye (os) as some lines were found on the optic zone after the iol was implanted. They expected that the lines diminish within few days; however, they remained. The patient also reported low visual acuity and vision discomfort. A replacement lens of the same model and diopter was used. There was no delay in procedure reported. Visual acuity pre-operative for the left eye (os): 0.6 post-operative visual acuity outcome after lens explanted for the left eye (os): 0.8 updated visual acuity (va) was reported to be 0.9 decimal. No additional information was provided.